Event description:
The physician was deploying the gunther tulip jugular vena cava filter via jugular approach. It was noticed that 2 legs of the filter were crossed when coming out of the sheath and the filter would not open. The physician went in with a cook retrieval set and slightly jostled the filter, the legs released allowing the filter to open for deployment. The final cava gram looked good and no harm came to the pt.

Manufacturer narrative:
Evaluation is based on the movie and the description as no product was returned. The physician noticed two filter legs was entangled during advancement of the filter. When filter was exposed from the sheath the filter would not expand. The physician solved the problem with a cook retrieval set. The filter and filter placement was fine afterwards. The submitted movie (fluro run) shows two filter legs appears to be intertwined at start and a fully expanded filter in the end of the procedure with the cook retrieval set. During the manufacturing process the spring effect is controlled in 100 % of the filters, since they are all advanced through a sheath and afterwards deployed during the qc inspection. Furthermore, the filter and the filter system are manufactured and inspected respectively to procedures: no exact root cause can be given based on the evaluation. However, it is possible that the entangled filter legs were due to user technique. Holding protection tube when collapsing filter may result in crossed filter legs after deployment. This is a calculated risk in dfmeca for the tulip filter. Therefore, following is described in the IFU for igtcfs-65-jug chapter preparation section 1: "warning: avoid holding on to the protection tube when advancing the peel-away sheath over the filter. This may cause damage to the filter." No other complaints received on this lot or related filter lot and no comments on the work order. No evidence to suggest that device was not manufactured and inspected according to current specifications. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk assessment (qera) was updated to revision in response to this complaint. Per the conclusion of qera risk mitigating action is not required at this time.